Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited short bursts of noise during atrial tachy response (atr) episodes and low out of range pacing impedance measurements less than 200 ohms. A health care professional (hcp) contacted boston scientific technical services (ts) and requested a longevity calculation. Ts provided an estimated longevity calculation and discussed how to demonstrate device tones for the patient. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that further evaluation will be performed when the device reaches elective replacement indicator (eri).

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.